Manufacturer narrative:
(B)(4): evaluation, results/conclusions: (information received indicated that the hypotube may have been kinked during preparation of the device, resulting in the hypotube break.) Evaluation summary: the device was returned to the manufacturing facility for evaluation. The hypotube had detached 8.7 cm distal to strain relief. The hypotube appeared to have been severely kinked at the detachment site. Both the distal and proximal ends at the break site were oval in shape. The stent was positioned on the balloon between the inner shaft markers with no evidence of deformation.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 14 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a patient. The device was prepared and threaded onto the guidewire. As the device was being advanced it was observed that the shaft of the device was fractured. The device was withdrawn and the procedure was completed using another resolute integrity stent. No clinical sequelae were reported.